Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Based on internal investigation, the customer received an alert indicating that the predicted fluid balance may exceed limits, which is based on the operators input. This is not an alarm,but a caution statement which allows the customer to change the initial inputs prior to proceeding with the run. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with event based on additional investigational information. Root cause: this disposable set was not available for specific root cause analysis. Based on information provided by the customer, the operator was able to successfully continue with the procedural run. No issues occurred as the message to the operator was an alert.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
Investigation: the ac infusion rate for the procedure was 1.2ml/min/ltbv with an inlet ratio of 12:1. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
.

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, they received a 'predicted fluid balance exceed limits' alarm. Per the customer, the operator was able to complete the procedure in caution status displayed by the spectra optia machine. Patient information is unavailable at this time. Patient outcome is unavailable at this time.